Event description:
Event description guidant received information that this implantable right ventricular lead dislodged the evening after it had been implanted. The physician elected to reposition the lead, but during the procedure, bodily fluid infiltration was noted in the insulation of the lead. The decision was made to explant and replace this lead with a similar guidant defibrillation lead. No additional complications were reported.